Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The curved-tip stapler 30 was analyzed and fa could not verify the external event. Visual inspection displayed no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using one green 30 endowrist reload and one white 30 endowrist reload. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument attached to and detached from the arm without any issues on multiple attempts. Review of the logs was unable to verify any failures. The instrument was fully functional. There was no reload returned with the instrument. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, that after firing the stapler the customer removed it from the instrument carriage. The customer tried to remove the reload from the stapler tip and they noticed that a piece of the reload had broken off in the stapler. Unfortunately, when the stapler was sent through the sterile processing department, they removed the reload from the stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler itself was not broken, the reload used in the stapler was broken. The instrument was inspected prior to use. The issue occurred after firing a reload. The instrument did not collide with any other instruments or tools during the procedure. No fragments fell inside the patients anatomy due to the issue. Unfortunately the reload was thrown away by the processing department so will not be available for return.